Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for spinal pain. It was reported there was not therapy concern related to positional movement. It was noted patient had shocking at the ins implant site. Patient mentioned ¿once in a blue moon¿, he would get shocking at the ins implant site. Patient stated it felt like ¿a shock¿ and ¿like it was shorting out¿. No further complication and no symptoms were reported.